Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention, urgency frequency. It was reported that the caller stated that they started the trial on (B)(6) 2020, for urinary retention, but after they turned the device on, their retention has gotten worse. Additional information was received. Patient said she was doing so good, but on (B)(6) 2020- she got sick. Her body is all shaky and she is dizzy and off balance and has nausea. She said she did a lot of walking yesterday and her legs feel funny. She thinks she may be dehydrated. Patient thought perhaps her vibration was too high and that's why she felt this way.  On (B)(6) 2020  their symptoms returned and they got really sick due to bladder not emptying. Caller stated that they went to the hospital yesterday because they had high blood pressure (160/90), dizziness, light headed, and were shaky. Caller states that these symptoms are common for them when their bladder isn't functioning properly. Caller stated they could feel stimulation "going crazy" and made their entire body shake when they were in certain position/doing certain activities. Caller mentioned that they were suppose to have the device implanted tomorrow but now their doctor wants to wait until next week due to the issue that started on saturday. The circumstances that led to the reported issue were unknown. On the call, the caller successfully connected to their therapy settings with no error codes/message and increased stimulation to 1.8v and confirmed they were comfortable. Caller will monitor symptoms now that change was made and will follow up with hcp if it doesn't resolve.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.